Event description:
The patient reported his scs ipg is moving within the pocket site (date of event is unknown). The patient also reported he experiences pain at the site. The next course of action is undetermined at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.